Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as the pump was being used for demonstration purposes only. During troubleshooting with tandem technical support, the malfunction alarm was cleared.